Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400 mg/dl) and the cause was not known. Insulin injections were administered to address the bg level. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection and was to monitor the bg level; however, had observed no issue with the past cannulas. Tandem technical support advised the customer to discuss the high bg levels with a healthcare provider.